Manufacturer narrative:
H.6. Investigation: only the vial was used returned our team for investigation, visual inspection revealed no defects. The protector involved in this instance was not received and could not be properly evaluated. A device history review could not be performed as no lot information was provided. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that a bd phaseal¿ protector p14j had leakage. The report is as follows, "methotrexate(chemo) leaked from the connection of the protector and the vial when drawing the drug. Please investigate whether it was handling issue or product defect."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd phaseal¿ protector p14j had leakage. The report is as follows, "methotrexate (chemo) leaked from the connection of the protector and the vial when drawing the drug. Please investigate whether it was handling issue or product defect."